Event description:
It was reported the superion indirect decompression spacer broke during the procedure to implant between the l3-l4 lumbar vertebrae. The physician assessed the patient had suffered from an adjacent level disease from a previous fusion between the l4-l5 lumbar vertebrae making insertion difficult. The physician made a second attempt to implant with a smaller spacer, but that broke as well and the procedure was aborted. The spacers were discarded by the facility and were not returned for analysis.